Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Device evaluation: the product associated to the complaint was received. The returned pcb00 device was received in the original folding carton. The plunger was advanced for delivery and found locked and functional. The pcb00 device was observed under microscope and traces of viscoelastic and/or balanced salt solution were observed in the cartridge. The lens is stuck and overridden at the cartridge tube. The assembly of the device returned was found correct for the pushrod orientation. Based on the sample the complaint reported could not be verified. There was no damages in the cartridge identified, the lens was stuck in the tube, therefore, no lens partial delivery into the eye occurred and the lens was loaded. The pcb00 preparation and/or attempt for delivery could not be recreated, therefore a product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed no additional investigation request from this production order has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 preloaded insertion device had loading issue/defective inserter. It was stated that there was patient contact and the intraocular lens (iol) was partially inserted. A back-up iol of the same model and same diopter was implanted to complete the procedure. No additional information provided.